Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh25, while closing the instrument, the anvil popped off. It would not reattach because it was too loose. The surgeon could only do anastomosis by changing the instrument and anvil. Post operative leakage is suspected due to tissue damage. 10/5/00 message from affiliate. At this point there has not been any leakage.